Manufacturer narrative:
Device not returned.

Event description:
It was reported that an inflatable penile prosthesis was removed and replaced due to pain and cylinder bulge. The patient was experiencing pain while inflating the device. The cylinder had ruptured and observed the midsection was bulging. Creating a hard ball in the patient's penis. No further patient complications were reported in relation to this event.